Event description:
The customer reported that the defibrillator would not deliver therapy in either AED or manual mode. There was no pt harm.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.